Event description:
It was reported that during ventricular threshold testing using this programmer, the touch screen was unresponsive when attempting to end the test. The threshold continued decreasing, and the patient went into an arrest state for several seconds as a result. The test successfully ended upon removal of the programmer wand from the implanted pacemaker. The programmer touch screen was suspected to be non-functional. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during ventricular threshold testing using this programmer, the touch screen was unresponsive when attempting to end the test. The threshold continued decreasing, and the patient went into an arrest state for several seconds as a result. The test successfully ended upon removal of the programmer wand from the implanted pacemaker. The programmer touch screen was suspected to be non-functional. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during ventricular threshold testing using this programmer, the touch screen was unresponsive when attempting to end the test. The threshold continued decreasing, and the patient went into an arrest state for several seconds as a result. The test successfully ended upon removal of the programmer wand from the implanted implantable cardioverter defibrillator (ICD). The programmer touch screen was suspected to be non-functional. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. The programmer was then subjected to additional manipulation and repeated testing to simulate the unresponsive touchscreen situation, but the programmer continued to display normal functionality throughout all tests. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing. No error or fault codes were recorded in the programmer's logfile and benchtop testing was unable to reproduce the behavior. This report is also being filed to correct b5: describe event or problem.